Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during priming of peritoneal dialysis therapy. The care giver (cg) stated that fluid was observed from the bottom of the door and the inside of the door was dry. No visible defects with the cassette or anything unusual with the supplies. Renal therapy services (rts) advised the cg to thoroughly dry the table and discard the bags of solution. There was no patient injury or medical intervention associated with this event. No additional information is available.